Manufacturer narrative:
The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address bilateral periprosthetic epicondylar fractures. Update rec'd 02/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was reimplanted on (B)(6) 2014 after a 2-stage reimplantation for infection. It was during this surgery, the patient's femur was split and was treated with an orif. In (B)(6) 2014, the patient began developing a sinus, and was debrided. The following day she was taken to the operating room and for an extensor mechanism repair and an I&d of the knee. On (B)(6) 2015, the patient underwent a revision of that knee because of a recurrent infection. At the time of the procedure all component were removed, flashed, and then placed back with a new polyethylene insert. At this time the femoral and patellar components are being reported for an extensor mechanism repair and femoral bone fracture at implantation.